Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed due to the part/lot information could be: category number - s031140, lot number - 410890, expiration date - jan 31, 2015, manufacture date ¿ jan 14, 2005. Or the part/lot information could be: category number - s331140, lot number - 225960, expiration date - mar 31, 2017, manufacture date ¿ mar 5, 2007. The previous revision procedure on november 9, 2009 was reported on medwatch numbers 1825034-2012-00946-1/00949-1).

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2001. Subsequently, patient was revised on (B)(4) 2009, due to pain, osteolysis, and squeaking from hip. Operative reports from revision surgery note presence of metal debris and gray soft tissue. Additional information received reported patient was revised on (B)(6) 2011, due to unknown reasons. The biomet head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.